Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, disfigurement, scarring, and subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix mesh on or about (B)(6) 2009. Attorney alleges that the composix mesh failed, caused serious injury and the patient underwent invasive surgical intervention. It is alleged that the device caused severe adverse reaction, the plaintiff suffered and will continue to suffer, both physical injury and pain, severe debilitating and permanent injury and severe scarring and disfigurement. It is also alleged that the device was defective.